Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. A root cause could not be determined. The patient was not using the continuous glucose monitor at the time and was instructed to call tandem technical support if the issue occurs in the future.